Event description:
It was reported that the customer experienced diabetic ketoacidosis. Reportedly, the cause for the reported issue was due to the auto off alarm occurring and suspending insulin delivery. Customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.